Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the physician was unable to insert the device due to resistance. When the physician went to remove the wire it was unraveled on distal end. The entire wire was removed but for patient safety the user facility did an ultrasound and chest x-ray and found no fragments. Patient had no complications.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that the physician was unable to insert the device due to resistance. When the physician went to remove the wire it was unraveled on distal end. The entire wire was removed but for patient safety the user facility did an ultrasound and chest x-ray and found no fragments. Patient had no complications.